Event description:
A customer reported that a valved trocar cannula did not close at the valve and leaked during surgery. The surgery was completed with the same product without any impact or harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).